Event description:
It was reported prior to use of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, 1 tube contained foreign matter. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation. The evaluation of the photo indicated the presence of foreign material in the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.